Event description:
It was reported that post a percutaneous coronary intervention procedure, in-stent restenosis occurred. During an unknown time a 3.5 x 12 mm promus element plus stent was implanted in the circumflex artery. In (B)(6) 2012, the physician noted in-stent restenosis of the promus element plus stent. In the opinion of the physician the promus element plus stent was undersized which led to restenosis. A 4.0 x 16 mm ion stent was successfully deployed to address the in-stent restenosis. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).